Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the device was found to be partially fired. The reload was partially fired and the interlock was engaged. The sled and staples were visible at 5cm cut lines and the staple pushers were visible at the 5.5cm cut line. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colectomy, the display blacked out but articulation, jaws opening/closing were still working. A new product was used to resolve the issue in order to complete the case. There was no patient injury medtronic¿s initial evaluation of the incident device found the reload was partially fired and the interlock was engaged.